Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's right ventricular (rv) lead exhibited a high capture threshold. X-ray performed revealed that the lead had dislodged. It was noted that this may have occurred due to a fall suffered by the patient. The lead was successfully repositioned on (B)(6) 2020. The patient was stable.